Event description:
It was reported that the patient with the pacemaker system presented to the emergency room (ER) with dizziness. A review of the episodes confirmed atrial noise that correlated to the time of patient symptoms, inappropriate atrial tachy response (atr) and atrial inhibition for no more than 2 seconds were noted. The patient was referred to a cardiologist. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).